Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins).  The reason for call was the caller called to ask if the patient contacted patient services (ps). The caller stated that the patient claimed they called ps one month ago to get a new recharger and they never received the component. Technical services (tss) reviewed that information in cmf showed that there were not call records associated with the patient. The caller was not with the patient. The caller did not know what the issues was that the patient thought required a replacement recharger. The caller indicated that they would follow-up with the patient.  Pt called mobility team as pt reported battery won't charge. Pt got disconnected during transfer. Made an outbound call to the patient. Pt reported the controller was not charging from the wall. Pt said they tried a reset. They also called and talked to someone and they said they would send pt a new battery pack but nothing came. Pt went to their healthcare provider (hcp) today and they told pt to call. The issue started probably about 1.5-2 months ago. On the call had pt plug the controller in the wall without the battery and then put the battery back in. The green light was blinking. Had pt try plugging the recharger. It showed no device found. Pt then went into passive recharge mode but could not complete prm as the controller said the controller battery was low and needed to be charged. Instructed pt to keep charging the controller and then attempt charging the implant. Pt asked for a call back the following morning. Called pt back. Pt was not at home and had no access to equipment. Pt said they had controller was plugged in all night. Pt tried charging the implant and it said 'call medtronic'. Pt said they were frustrated and gave up. Pt reported the round donut thing got hot to the touch by the plug. Pt said they will come home and call ps when they have equipment with. Pt called from registered number and reiterated details of follow up note below. Pt said they got nothing when they put the rtm over their ins, but got "100%" when they put the rtm over their controller (patient services specialist understood that the pt was in passive recharge mode and was getting 100 in the middle when the rtm was put over their controller). During the call, the pt attempted to initiate a charging session of the ins but got "recharger problem" message.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed no device found message. Scrapped. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.